Event description:
It was reported by the affiliate that during a cholecystectomy procedure, clip was not loaded and fired properly. The first clip was tear shaped and the following several clips were loaded into the jaw with its legs slightly bent. .another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.